Event description:
It was reported the atrial lead impedance was 145 ohms and that the lead was unreliable and out of tolerance. Replacement of the lead was recommended. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.